Event description:
It was reported that the patient's device exhibited a connector anomaly. An asymptomatic patient presented in the operating room for scheduled generator upgrade. The physician was unable to disconnect the atrial lead from the device even after fully extracting the set screw from the header. Blood was noted in the header. The physician broke off pieces of the header to release the lead which was inserted successfully into the new device. The patient was stable, before, during and after the procedure and will continue to be monitored.

Manufacturer narrative:
The reported field event of connector anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.